Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure, the tip from the curette device broke off along with the wire inside the patient. The physician had to force out the working cannulae with the broken curette with the tip extended. There were no patient complications or adverse events reported. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative.